Event description:
This is a spontaneous case report received from a (B)(6) female consumer in united states on 10-jun-2015 who had essure (ess205) (fallopian tube occlusion insert) inserted in 2002 for permanent contraception. She has been experiencing excessive bleeding about every 12 to 14 days, one of the essure coils has moved into uterus, having extreme pelvic and stomach pain, migraine headaches for years (since about 2004). She did not know it might be related to essure until she saw that other women having same experience. Her healthcare professional (hcp) attempted to do a novasure procedure on (B)(6)-2015 but was unable since one essure coil is in the uterus. A d&c (dilatation and curettage) was performed instead. Hcp recommended hysterectomy. Events were ongoing and essure not removed. The product technical complaint (ptc) investigation and final assessment were received on 18-jun-2015. The bayer reference number for the ptc report is: (B)(4). Final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced excessive bleeding. This event is serious due to medical importance and listed in the reference safety information for essure. Genital bleeding may occur during and following the micro-insert placement procedure. In this case, no alternative explanation is available. Consumer underwent a dilatation and curettage. Given its nature, a causal relationship between this event and suspect insert cannot be excluded. This case was regarded as incident due to the required intervention. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information is being sought.

Manufacturer narrative:
Follow-up received on 13-aug-2015 with additional indoemarion on 23-aug-2015: this case has been identified during monitoring of postings in FDA hosted docket website, which has been established in preparation of a public on an FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0142). Consumer reported that she had essure implanted in (B)(6) 2005 (previously reported 2002) and, according to her; one of her coils was hanging in her uterus at the beginning. Consumer immediately started having problems from excessive bleeding, severe back and pelvic pain, migraine headaches, hair loss, brain fog, vision problems, excessive weight gain, excessive bloating, nose bleeds, constant urinary tract infections and bladder infections, high white blood cell, anemia, heart palpitations and states that this just names a few. She also reported that she was constantly misdiagnosed, always treated for other things with the problems never going away. On (B)(6) 2015, she had a total hysterectomy and states that she had immediate relief of back pain and 4 other symptoms so far (not specified). Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced excessive bleeding. According to follow up information, she also presented constant urinary tract infections. These events are serious due to medical importance. Genital bleeding is listed in the reference safety information for essure, while urinary tract infection is unlisted. Genital bleeding may occur during and following the micro-insert placement procedure. In this case, since placement she presented excessive bleeding and other non-serious events. Then, total hysterectomy was performed. Given its nature, a causal relationship between this event and suspect insert cannot be excluded. Regarding the urinary infections, uropathogens from rectal flora are the most frequent cause of uti. Thus, considering this event's pathophysiology and the essure's local action in fallopian tubes, causality with suspect insert is very unlikely. This case was regarded as incident due to the required intervention (total hysterectomy). Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up from 22-sep-2015: follow-up attempts were done, with no response to date. Follow up information received on 25-sep-2015: no new information. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced excessive bleeding. According to follow up information, she also presented constant urinary tract infections. These events are serious due to medical importance. Genital bleeding is listed in the reference safety information for essure, while urinary tract infection is unlisted. Genital bleeding may occur during and following the micro-insert placement procedure. In this case, since placement she presented excessive bleeding and other non-serious events. Then, total hysterectomy was performed. Given its nature, a causal relationship between this event and suspect insert cannot be excluded. Regarding the urinary infections, uropathogens from rectal flora are the most frequent cause of uti. Thus, considering this event's pathophysiology and the essure's local action in fallopian tubes, causality with suspect insert is very unlikely. This case was regarded as incident due to the required intervention (total hysterectomy). Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.